Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the 1st obtuse marginal. The patient suffered elevated troponin per procedure same day. Cec adjudicated non-q-wave mi (target vessel), medtronic extended historical reinfarction post pci. Cec adjudicated stent thrombosis no event.

Manufacturer narrative:
Cec adjudicated the event as a myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec re adjudicated mi in the 1st obtuse marginal as no event. If information is provided in the future, a supplemental report will be issued.